Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter was broken. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During preparation, after flushing the lumen of the microcatheter with heparinized saline, the device was gently removed from the carrier hoop and was found to be broken into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was broken/damaged approximately 1cm from the strain relief. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter was broken. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During preparation, after flushing the lumen of the microcatheter with heparinized saline, the device was gently removed from the carrier hoop and was found to be broken into two parts. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.